Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation and pain. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, brown particles, and a curved opening. A leak test was performed and found one opening. A microscopic analysis identified a curved sharp opening under plug strap assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness within specification), partial delamination of plug strap assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Patient reported a left side deflation and pain. Health professional reported "left breast has contracted," baker grade not specified. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was deflation.

Event description:
Health professional reported "left breast has contracted," baker grade not specified.

Event description:
Device has been explanted.